Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported hyperglycemia with a highest blood glucose (bg) of 212 mg/dl while the ilet displayed repeated motor stall alerts (alert 38). On (B)(6) 2025 the caregiver reported bg of 297 mg/dl by fingerstick and 328 mg/dl on the ilet. A replacement pump was issued, and no long-term health effects were reported.